Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic laparoscopic lower anterior resection on the rectum, the device was difficult to unload and was not getting opened after firing. The jaws of the device locked on the tissue and did not retract post firing. There was an unanticipated tissue loss as a result of the problem. The surgical time was extended by 30 minutes or more. The incision was extended by more than 1 inch or 2.54cm. The device misfired and a manual stapler was used to complete the case. The patient is still in the hospital. Due to the issue the doctor had to perform a colostomy.

Manufacturer narrative:
This report number: 1219930-2018-05513 was sent in error as a duplicate for MFR report number: 1219930-2018-05515, any additional information received in the future will be captured and submitted under the report number: 1219930-2018-05515. If information is provided in the future, a supplemental report will be issued.

Event description:
Duplicate of pe: (B)(4).